Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary hip in (B)(6) 2013. He came in complaining of limb length. The surgeon revised the cup, head and liner on (B)(6) 2016. Then, in (B)(6) 2017 the patient came in complaining of pain. On 16 june 2017 the (B)(4) performed a clinical evaluation and commented as follows: mobilization of double mobility cup in revision total hip arthroplasty few months after surgery. The very large dm cup was implanted as a revision device leaving a thin medial acetabular wall, probably because of consequences of previous surgery. The images supplied show demarcation between cup and bone, radiological signs of mobilization. The main cause for loosening cannot be determined with the information at hand. Batch review performed on 26 june 2017. Lot 163242: (B)(4) items manufactured and released on 02 august 2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the cup was loose. The cause of the loosening is unknown. The surgeon revised the cup, head, liner and sleeve. The surgery was completed successfully. X-rays are available. Explants are not available.